Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose level was in the 100¿s mg/dl. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.